Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: this part was received intact. The device had no effect on the plate fracture; therefore, based on this occurrence, further investigation of this part will not be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Event date: unknown. Implant date: unknown. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a limited contact dynamic compression plate (lc-dcp) broke in the middle of the plate. No further details known. It was reported that the event occurred postoperative. The patient underwent a revision procedure on (B)(6) 2014 where the broken plate was explanted. It was noted that the break occurred at an empty screw hole. When the product was received by the manufacturer, it was noted there were two broken screws. It is unknown when those screws broke. This is report 3 of 3 for (B)(4).